Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips remote service engineer (rse) received a complaint indicating that the system's uninterruptable power supply (ups) stuck in standby mode. The quotation has been expired, and service has not been provided. No work performed by philips. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the after a power outage, the system's uninterruptable power supply stuck in standby mode, which can impact booting. The device was outside use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.